Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was inoperable and producing a strong burn smell. Retractor band, boards and solenoid were replaced to resolve, no other thermal damage observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, d3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-apr-2022 to 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer produced a smell of burnt components. The field service engineer replaced the retractor band, boards and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.